Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ultrasound confirmed "suspected prosthetic leak." .

Event description:
Patient reported right side "suspected prosthetic leak." Device remains implanted.